Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead and premature battery depletion was noted on the implantable pulse generator (ipg). The lead was capped and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned for analysis and analysis is pending. To date - performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.